Manufacturer narrative:
Date of event: unknown. (B)(4). Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: (B)(4), model: sc-4316, serial: na, batch: 23645911.

Event description:
It was reported that the patient experienced pain and discomfort at the anchor site. Patient was reported to be very skinny and the anchor was causing discomfort. The physician decided it would be best to remove the anchors. Patient underwent an explant procedure to remove the anchors and is comfortable post-operatively. The facility discarded the explanted devices and they will not be returned for analysis.